Event description:
It was reported that while in the angio lab, after the angiogram was complete, the balloon gradually deflated while still in the pt. As a result, the balloon was removed but not replaced as the procedure was complete. There was no reported delay, death, or complications to the pt as a result of this occurrence. The user inserted the catheter without doing the inflation pretest to the balloon prior to use.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.